Manufacturer narrative:
(B)(4). Device labeling addresses: "after breast implant surgery the following may occur and/or persist with varying intensity and/or for a varying length of time: hematoma/seroma..."

Event description:
Health professional reported a right side inflation. The pt reported gradual filling of the right side implant without any trauma.